Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed by the customer that pump not working properly. The customer reported blood glucose value of 62 mmol/l. The customer reported hyperglycemia, coma, malaise, elevated ketones/diabetic ketoacidosis treated with hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay. The event involved product(s) mmt-1885a. Troubleshooting was performed. Customer was been using the insulin pump system within 48 hours of reported event. No further patient complications were reported. It was unknown whether customer will continue/discontinue the use of product. No product return is required for mmt-1885a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0870 inches. Successfully downloaded history files and traces using thump and carelink. On the event date of 28-mar-2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 0.0 u and dailytotalofbolusinsulindelivered = 0.0 u which is equal to the dailytotalofallinsulindelivered = 0.0 u. There are two auto suspend found in the pump history on 03/28/2024 at 05:23:00.000 and 05:33:00.000. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and cracked select button keypad overlay. The pump passed all the required testing. Unable to verify customer alleged for high bg and dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.